Event description:
Middle-aged female with history of breast cancer and currently has dysfunctional uterine bleeding. While having a robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, the v-care uterine manipulator balloon would not inflate/would not stay inflated. It was removed with no known harm to patient and another device used.